Event description:
During an in clinic follow-up, episodes of noise which resulted in oversensing were observed on the right ventricular channel of the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.